Event description:
It was reported that the patient did not feel stimulation, could barely walk, the patient¿s device was not working and the patient was in pain. It was noted that this started over a month ago. It was noted that the patient was in the hospital which was confirmed to not be device related. It was noted that the patient wanted to be reprogrammed by a manufacturer representative.

Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 37702, serial# (B)(4), implanted: (B)(6) 2011, product type: implantable neurostimulator. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 3487a-33, lot# j0537659v, implanted: (B)(6) 2005, product type: lead. Product ID: 748966, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. Product ID: 3487a-33, lot# j0537659v, implanted: (B)(6) 2005, product type: lead. Product ID: 748966, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. Product ID: 37702, serial# (B)(4), implanted: (B)(6) 2011, product type: implantable neurostimulator. (B)(4).